Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive intermittently to user inputs. Informed customer on button use for new pump and discovered customer were unfamiliar with new device's keypad. Customer's blood glucose level was 84 mg/dl at time of reporting. Nothing further reported.